Manufacturer narrative:
The device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection found no damage or defect with the truseal device. The reported thrombus could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed with a watchman truseal access system double curve. No thrombus was noted on the transesophageal echo (tee) prior to the procedure. 5000 units of heparin was administered and the activated clotting time (act) was 311s. An additional 1000 units of heparin was administered after transseptal puncture. A delivery system was used but it did not meet release criteria and both the access and delivery systems were removed. A 7-8mm thrombus was found adhering to the right atrium side of the atrial septum. No thrombus was found in the catheter so the source of the thrombus is unknown. The procedure ended and the patient awoke stable.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed with a watchman truseal access system double curve. No thrombus was noted on the transesophageal echo (tee) prior to the procedure. 5000 units of heparin was administered and the activated clotting time (act) was 311s. An additional 1000 units of heparin was administered after transseptal puncture. A delivery system was used but it did not meet release criteria and both the access and delivery systems were removed. A 7-8mm thrombus was found adhering to the right atrium side of the atrial septum. No thrombus was found in the catheter so the source of the thrombus is unknown. The procedure ended and the patient awoke stable.